Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that it has been hard this week because they do not feel like the implant was working properly. They further stated that they had accidents this week and that they do not feel stimulation nor any symptom control. Ins was synced with the patient programmer and it showed that the stimulation was on program 3 at 2.0v. Stimulation was increased to 2.4v and patient said it was comfortable at the bike region. No further complications were noted or anticipated